Manufacturer narrative:
According to the facility on 8/8, "when the physician was using a cotton-tipped applicator to probe the base of a wound, when removing the applicator, the cotton tip fell off into the wound bed. This piece had to be removed with forceps. There was no impact to the patient". A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 8/8, "when the physician was using a cotton-tipped applicator to probe the base of a wound, when removing the applicator, the cotton tip fell off into the wound bed."